Event description:
It was reported that during an office visit, the lead was found to have no capture and intermittent sensing. The lead was confirmed to be dislodged via x-ray. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (B)(6) 2012. (B)(4).